Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual examination was performed, and an unknown guidewire was received stuck inside the device, which was soaked, but unable to be removed. There was no damage to either of the returned devices. X-ray inspection found no damage to either of the returned devices and verified both tips were undamaged and fully intact. Media showed the device was fractured; however, lab analysis was unable to confirm the alleged complaint issue. Inspection of the device revealed no damage or irregularities. The reported allegation was not confirmed for any shaft damage.

Event description:
It was reported that shaft break occurred. The target lesion was located in the primary hepatic for treatment of liver cancer. A direxion catheter-infusion was selected for use. During the procedure, while inside the patient, the joint of the device was found fractured. The procedure was completed with another of the same device. No complications were reported. It was further reported that the tail end plastic and metal joint was partially fractured at about 10cm upward towards the tip end.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the primary hepatic for treatment of liver cancer. A direxion catheter-infusion was selected for use. During the procedure, while inside the patient, the joint of the device was found fractured. The procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
E1 initial reporter facility name: the second affiliated hospital of (B)(6) medical university.

Event description:
It was reported that shaft break occurred. The target lesion was located in the primary hepatic for treatment of liver cancer. A direxion catheter-infusion was selected for use. During the procedure, while inside the patient, the joint of the device was found fractured. The procedure was completed with another of the same device. No complications were reported. It was further reported that the tail end plastic and metal joint was partially fractured at about 10cm upward towards the tip end.